Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the ccm. Release testing was performed. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment. Upon power up of the ccm the pst observed a 'disk boot failure' message. Using a multimeter the pst observed the coin cell battery to measure 0.1591 volts (v) which is outside the range of specification. The coin cell battery was removed from the ccm and a luo coin cell battery was installed. The pst powered up the ccm and it functioned as intended. It was determined that the coin cell battery did not meet specification.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had a disk boot failure upon startup. As a result an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.